Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:18:09. During night drain cycle five, the patient's ultrafiltration reading was 1776 ml, indicating the home patient (hp) drained 1431 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be use error: the tidal total ultrafiltration removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.